Event description:
It was reported that the patient came to the physician's office with a small opening in the scrotum and pus was coming from it. The patient had no pain or discomfort associated with this event. The pump was stuck to the penile inside the scrotum. The entire ams 800 urinary control system and ams inflatable penile prosthesis and pus was discovered around the left cylinder and reservoir. Cultures were taken and sent to pathology and the organism that caused the infection is not known. No implant replacement were made. The patient outcome post procedure was good.